Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 11 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, emergency protocol was initiated and the patient was treated by ems with glucagon injection. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: on review of the download history, the daily insulin delivery totals appear inconsistent. Product analysis was not able to investigate the alleged inaccurate delivery issue because the pump was received in a condition that prevented investigation of the complaint.